Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor was performing a open liver resection. The liver was highly calcified; per the doctor it was hard as a rock. Typically they use echelon and white reloads for liver resections which works fine. For this case, they were getting jams. The manual echelon was stuck on liver parenchyma and would not fire or reverse with a white load. The surgeon used cautery to mobilize the locked out stapler. The anvil on all three staplers is deflected upwards. The surgeons and fellow had difficulty closing the device. They moved to blue reloads which helped. The battery powered stapler was also used and you could hear how hard the device was working. Based on the closure difficulty and sound the device was making when firing they moved up to a green reload. The challenge is the surgeon wants as much hemostasis as possible. They ended up using 33 reloads in total for this procedure. The surgeon was happy overall with the transaction and felt that he was asking the device to do too much. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r59g16 investigation summary: the analysis found that one psee60a device (a) was returned with the anvil bent upwards and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.